Manufacturer narrative:
The used device was returned to conmed with original opened product packaging. Upon visual inspection, the device's spring tip was observed to be detached from the rest of the device from the distal tip of the device. Within proximity to the fracture point, it was observed that the detached spring tip component was bent. Due to the bend observed within proximity to the fracture point of the device's spring tip component, it is possible that an applied force is related to the cause of this defect. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with (B)(4) devices manufactured, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 5 other similar complaints for this product family and failure mode. In that same timeframe, (B)(4) of this product family have been sold worldwide, making the rate of occurrence of this confirmed failure (B)(4) percent, if all complaints were confirmed. The instructions for use advises the user of the following. The guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire of the soldered joints appear discolored, lose or cracked. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a procedure, the 000150 guidewire spring tip broke off inside the patient. The broken piece was retrieved with a snare and the procedure was completed with an alternate guidewire. The patient did not require additional treatment due to this incident and no injury was reported. This report is raised on the basis of a reported malfunction that may have contributed to an injury.